Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that at a follow-up approximately 16 months post-implantation, no endoleak or migration was seen. Approximately 1 month ago, the patient presented with abdominal pain, and a CT angiogram demonstrated that the aneurysm had ruptured due to a distal migration of the stent graft and a proximal type I endoleak. The migration was attributed to disease progression, which shortened the aortic neck and resulted in a loss of the proximal seal zone. The physician elected to implant an aortic cuff from another manufacturer, which successfully resolved the rupture. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (graft migration, endoleak, ruptured aneurysm/vessel). (Disease progression, shortened proximal aortic neck with loss of seal). Conclusion: (disease progression, shortened proximal aortic neck with loss of seal).